Event description:
I drank a little of it. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for dental cleaning. On an unknown date, the patient started polident 3 minute. On (B)(6) 2022, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident 3 minute was unknown. On (B)(6) 2022, the outcome of the accidental device ingestion was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from a consumer via call center representative (phone) on 01mar2022. The reporter stated that," polident 3 minute 120. Is it dangerous to swallow a little bit of it and it happened about a half hour ago. Does this cleans braces, it was just a small amount that I drank. I'm (B)(6). I just want to know if it's dangerous."

Manufacturer narrative:
Argus case ID: (B)(4).